Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery was observed to be fluctuating which resulted to a pump shutdown. Customer's blood glucose level was 346 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. Additionally, the customer experienced a low blood glucose (bg) level. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to further provide additional information regarding the reported event.